Manufacturer narrative:
Device evaluated by MFR. Device return and evaluation is not necessary as the infection not caused by the device but the procedure/operation context.

Event description:
It was reported that the patient had an explant of the lead and generator due to the infection a few months prior.

Event description:
Patient was seen by the surgeon for infection in neck area in the ER. The patient went swimming in a community pool despite being advised not to. The surgeon washed out the neck area and is keeping the patient in the hospital to monitor and continue antibiotics. Diagnostics tested fine. The surgeon stated that the infection began on (B)(6) 2017 and that the infection resolved after the washout. A review of device history records showed that both the lead and generator were sterilized prior to distribution.